Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 571 mg/dl and was in diabetic ketoacidosis; cause unknown. Reportedly, due to the elevated bg, the customer experienced repeatedly vomited. A manual injection of insulin was administered as well as performed a supply change to address the bg. Due to anonymous nature of the report, no further event details were able to be provided.